Manufacturer narrative:
Upon receipt, communication between the device and the programmer could not be established because the battery was depleted. Based on the default parameter settings, the device did not perform to the expected longevity. The device was tested using automated test equipment and met specifications for all tests. The power consumption of the device was measured and found to be normal. The cause of the battery depletion is undetermined.

Event description:
During a follow-up, it was not possible to interrogate the device. The device was explanted to resolve the event and the patient's condition was stable.